Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
According to the patient a zxr00 13.0 diopter was implanted in his right eye in (B)(6) on (B)(6) 2016. Patient developed endophthalmitis (infection inside the eye) 4 days after the implantation. Patient said he was in pain and went blind in the right eye. Patient was given antibiotics right away, gave anesthesia and operated on right eye. Patient believes the physician drained the eye and injected antibiotics. Patient experienced a lot of astigmatism and did not see well. The physician performed lasik on the right eye and kept the lens implanted on the right eye. Currently, patient sees well in the right eye and is happy with the results.

Manufacturer narrative:
Corrected data: implant date: initial report incorrectly indicated a wrong implant date. The correct implant date is on (B)(6) 2016. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. The lenses were released according to specifications. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.